Event description:
It was reported that the colonovideoscope had an image blackout and error e315. This issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Section e1 shortened from: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.